Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that an asystole episode occurred while sleeping. Further information shows the episode has presence of artifact and not true pause. The device is still in use. No patient complications have been reported as a result of this event.